Event description:
Additional information was received from the consumer who stated that their pump system was replaced in (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine, clonidine, bupivacaine, and fentanyl all of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient spent the whole day in the ER yesterday and it appeared that for the last 48 hours she had been having withdrawal symptoms. The patient stated "they are thinking the pump is failing". The patient mentioned so had been having muscle spasms all over and felt really sick and was laying on the floor in her living room. The patient was currently in nc and spoke with her doctor in (B)(6) who told the patient there was a way to get a local manufacturer's representative (rep) to get to a local doctor's office to read the pump to see if it was working or not "before making the trek to ny feeling like the patient did to have it replaced". The patient was scheduled to have her pump replaced in (B)(6) 2018. No further complications were expected or anticipated.